Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with an alert for high defibrillation impedance on the right ventricular lead on (B)(6) 2021. It was noted that the programmed shocking vector defibrillation impedance was normal. However, high impedances were observed on the vectors for right ventricular (rv) electrode to pulse generator can and superior vena cava (svc) coil to can. The impedance trends had been elevated but stable for the past year. It was suggested that high impedance may have been caused by tissue build up but the cause was not confirmed. The physician elected to continue to monitor the lead at this time as the patient was due for a routine pulse generator change in about a year where the lead would be reassessed. The patient's condition remained stable.